Event description:
Medtronic received a report that a pipeline failed to open and became stuck in the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured internal carotid artery c4 cavernous aneurysm with a fusiform morphology. Aneurysm dimensions: max diameter 4.29 mm and neck diameter 5.3 mm. Landing zone (artery size): distal 4.01 mm and proximal 4.23 mm. The patient¿s vessel tortuosity was moderate. After the access was established, the ped-425-25 stent was raised to the m1 segment through the microcatheter, and the tip end began to be deployed in the straight segment of m1. The 3mm stent was deployed at the beginning and opened normally. The tip end of stent was deployed continuously and appeared in a horn shape. It was deployed to about 14mm, but it was still not fully opened. An attempt was made to retrieve it, but the problem could not be solved. The whole stent was pulled back to the end of the internal carotid artery to deploy. The intermediate catheter was raised to increase the support force, and the tension was increased and decreased, and the push and pull were combined back and forth, but the problem could not be solved. Then the whole system was withdrawn outside the body. After being withdrawn from the body, the delivery guidewire was pulled back, and the stent was stuck in the hub of the microcatheter. Dapt (dual antiplatelet treatment) was administered (pru level 0). The angiographic result post procedure was normal. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pipeline flex pushwire was returned outside the phenom catheter. However, the pipeline flex braid was returned stuck within catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the pipeline flex braid from catheter hub. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. Based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the pipeline flex braid was stuck within phenom 27 catheter hub. No defect was found with pushwire and phenom 27 catheter. However, based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal as the pipeline flex braid was found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the device was prepared as indicated in the IFU. The procedure was completed by replacing with a new mesh stent. The cause of the pipeline failure was that the tip of the stent was damaged. There was no damage observed to the pipeline pushwire or catheter. It was unknown what catheter was used. The pipeline was no placed in a vessel bend when it failed to open.